Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). On date (B)(6) 2009 the patient was subjected to a right hip arthroplasty. Due to pain and metallosis the patient was subjected to a revision surgery on date (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
***Addendum added 02 oct 2015 *** the complaint was reopened due to medical records and the translations were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision the above conclusion remains unchanged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 24 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 09/23/2015.

Manufacturer narrative:
Depuy15-24. On date (B)(6) 2009 the patient was subjected to a right hip arthroplasty. Due to pain and metallosis the patient was subjected to a revision surgery on date (B)(6) 2014. Update rec'd 24 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 09/23/2015 update nov 30, 2017: additional information received. Added the correct affected side. This complaint was updated on: dec 7, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.